Event description:
Healthcare professional reported injecting a patient in the ck4 with 1 ml of juvéderm¿ voluma¿ with lidocaine and in the jw1, jw3, jw4, and nasolabial folds with 3 ml of juvéderm® volux¿. A week later, the patient experienced a "small superficial localized pustule" near the injection sites. The area reduced after the patient was able to express the pustule after a hot shower. Six days later, the patient awoke with "pain, swelling, redness and a larger area of both induration and fluctuance" to the left side of the lower face. That day, the patient attended urgent care and where a swab and culture of pustule was performed, with the results noting ¿few polymorphonuclear cells seen, no organism seen¿ and the patient was provided with amoxicillin/clavulanic which was changed to doxycycline 100 mg bid and im rocephin the next day after the patient returned with worsening symptoms. The patient was seen by the healthcare professional the next day where the abscess was drained intraorally and again 2 days later. After 3 days, the patient presented with new areas of redness and swelling in line with where a bolus of filler was injected at the gonial angle and another incision and drainage was performed, along with hyaluronidase, prednisone 40 mg, od x 5 days, and tmp-smr x 7 days. The patient mentioned being previously injected with an unspecified dermal filler and experiencing a similar event in the underarm area, away from the injection site. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00334 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00339 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact codes: f2201. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.